Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log found few out of place ¿no disposable¿ messages which could point to a faulty downstream occlusion (dso) sensor. Functional testing could not replicate the reported issue. The root cause was unknown but the suggested cause would be a faulty dso sensor. The dso sensor was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant alarm and last error code (lec) 1310. The error occurred during workshop testing; there was no patient involvement.